Event description:
Perclose used: more pressure than usual/expected when removing device; retro-peritoneal hematoma no transfusion required. Following pci via rfa, perclose inserted and deployed. Excessive tension required to remove device despite re-advancing and re-opening/closing "feet". Subsequent retroperitoneal hematoma.